Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu not producing output, was confirmed when the unit was evaluated by technical service. The ac/dc power supply unit inside the mpu was damaged and replaced. Further evaluation of the power supply unit found a blown/damaged mains fuse. The failure corresponds with the event description (of the mpu not powering up when connected to ac mains). The repaired mpu was tested and returned to the customer. The mobile power unit (mpu) assembly was made in oct 2019. The unit was packaged and placed into stock on oct 18, 2019. The unit was sent to the customer on nov 14, 2019. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a patient's mobile power unit (mpu) will not turn on. The patient tried replacing the aa batteries and plugging the mpu in at different outlets but nothing worked. A loaner mpu was sent to the patient. The mpu will be returned for evaluation once it is brought into the clinic at the patient's next appointment in june.